Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cap couldn't be removed from the pump case. The reporter stated that moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: the battery cap was unable to fully tighten due to damaged threads. The battery compartment was cracked in the thread area, and the threads were damaged. There was evidence of moisture corrosion inside the battery compartment and on the other side of the battery cap.